Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified mid circumflex artery, pre-dilatation was performed, followed by advancement of a 2.5x23 rx multi-link 8 stent system. While advancing the stent system through the lesion, mild resistance was felt and no additional force was applied; however, the proximal shaft separated outside of the patient anatomy approximately at the location where the physician was holding the stent system. The stent system was withdrawn from the anatomy and a non-abbott stent system was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.